Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a dinner meal announcement using the ilet, the user experienced hyperglycemia with continuous glucose readings reported as ¿high¿ and confirmatory fingerstick values of 412 mg/dl rising to 491 mg/dl; the user noted they likely under-announced the meal and also reported infusion site ¿pinching,¿ and the agent advised and assisted with a site change while disconnected, after which insulin delivery was resumed. Symptoms included the user feeling fine without hypoglycemic or other systemic complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included agent-led troubleshooting and user education with a recommended infusion site change. Investigation of this case revealed a cause that remained unclear; potential contributors included meal under-announcement and a problematic infusion site, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.